Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) as seen on the presenting electrogram (egm). This lv lead currently remains in service. No adverse patient effects were reported.